Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation as it was implanted in the patient. Imaging was not reported. The event as described could not be confirmed.

Event description:
It was reported through the web pas clinical study that a non-occlusive platelet plug was seen at base of web device which was treated with integrilin. The subject was asymptomatic. The outcome was reported as "recovered/resolved."